Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "low flow" was confirmed via log files which revealed 104 low flow alarms and a decrease in estimated flow starting (B)(6) 2017 at approximately 22:10:28 to parameters below normal operating range. Parameters returned to normal operating range on (B)(6) 2017 at approximately 10:42:00. Of note, it was reported that the patient was displaying similar symptoms of previous low flow event. A "backwash" procedure using sentinel carotid protection was successfully performed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical data from similar low flow events, the most likely root cause of the low flow event can be attributed to external factors such as occlusion caused by thrombus formation. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported from (B)(6) that "low flow" alarms took place again on (B)(6) 2017. The retrospective data analysis showed an abrupt drop in flow to minimum values. The flow pulsatility also dropped significantly. A thrombus in the pump intake must be assumed. The existence of 3rd heart sound and higher harmonics in the acoustic examination led to the conclusion of a thrombus in the intake touching the rotor. A backwash maneuver was performed successfully. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient presented with recurrence of the abrupt decrease in flow including low flow alarm. Patient had same symptoms as the previous episode in (B)(6) (previously reported) in addition to a very pronounced third harmonic, which means that the "thrombus in the pump's inflow is coming in contact with the rotor and is moving with it". After the backwash using sentinel, it was possible to recover the thrombus from the arteria iliaca externa, after backwash maneuver. No additional information available.